Event description:
It was reported that a rapid drop in battery voltage over a short period of time was observed. Review of merlin transmission revealed a sudden drop from (B)(6) 2013. Patient will continue to be monitored via (B)(4) and wait for device to reach eri.

Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
New information received notes that the device was explanted and replaced. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Serious injury. Yes. (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.